Event description:
Report received from the USA stating that the device is leaking oil. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The day of the event is unknown but the month is known.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "leaking oil" was not confirmed. If additional information is received, a supplemental report will be sent. Reference: (B)(4).